Manufacturer narrative:
The subject product has been received and is out for eval. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when eval has been completed.

Event description:
It was reported that pt has an infected mesh.